Manufacturer narrative:
Date of report : 21jun2019, date rec¿d by MFR : 19jun2019. The manufacturer¿s international service technician could not confirm the reported issue. The manufacturer¿s international service technician stated the reported issue was unable to be confirmed by the operational check performed. The error record was checked but there was no error indicating a failure was confirmed. Since no failure was confirmed in the results of pressure accuracy test and flow volume accuracy test performed based on the check sheet, it can be assumed that the issue was caused by an external factor such as the circuit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15april2019. Phone number not provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported proximal pressure line disconnect. A "proximal pressure line disconnect" alarm continually occurred while the device was in use on a patient. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified, estimate used.